Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) ranged from 300-600 mg/dl with moderate ketones. Reportedly, customer went to the emergency room and was released 8 hours later. Customer was treated with fluids and intravenous drip. Reportedly, the site was changed to address the event and insulin delivery was resumed.